Event description:
Ethicon rep explained procedure to scrub tech. Rep returned to head of patient. Scrub tech proceeded to set instument at appropriate setting and gave instrument to m.d. Instrument fired by m.d. Copious bleeding was encountered. The stomach had been dissected by not stapled. Bleeding was controlled. An autosuture product was used to close stomach. Examination of instrument revealed a broken setting dialdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure directly caused event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.